Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator intellis pro was associated with a device site infection at the pocket incision. The patient stated that pain at the pocket started about a week prior, and over the following days the patient developed fever and noticed oozing and pus discharge from the pocket incision. The physician evaluated the patient in the office and, based on the pocket pain and pus oozing from the incision, prescribed antibiotics and removed the implantable neurostimulator while leaving the lead in place. The issue was reported as resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.